Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 11/03/2025, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion cut the suture as it passes. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completely successfully with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.